Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that  they  interrogated patient's implant today and device was in "reset mode". Caller said she cleared por - power on reset the first time but then got the message again on the second interrogation. Technical services(ts) reviewed with caller that if device keeps resetting after the por is cleared, then it's possible the implant has reached eos, since battery can continue to reset itself at eos. Caller to interrogate again to confirm. Caller has no idea when patient started having issue with the implant. The caller was not with the patient.  No further complications were reported/anticipated at this time.